Event description:
It was reported that an ilet user observed a blood glucose of 253 mg/dl without symptoms around breakfast and found the pump at the ¿fill tubing only¿ screen; the user was instructed to disconnect, perform tap/press-and-hold to confirm drops, select yes on ¿see drops,¿ and then reconnect, consistent with an episode of hyperglycemia and a tubing-related use issue. Symptoms included no clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified involving an improper or incorrect procedure and failure to follow instructions related to the tubing. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.